Event description:
(B)(6) 2025: information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was patient stated his implant is dead and they are in pain. Agent asked if patient was able to charge and patient said nothing is working and has been trying. Patient mentioned they had this device for almost 5 years and the battery is dead. Pt mentioned he liked the old battery better where it was just a 9v. Agent reviewed longevity of the newest ins. Agent walked patient through removing the battery pack and plugging controller into the ac power cord; patient confirmed controller powers on. Patient inserted the battery and confirmed controller is 80% and implant is 30%. Patient then connected recharger and confirmed charging excellent. The troubleshooting steps that were taken on the call resolved the issue. (B)(6) 2025:pt called in and stated their managing hcp directed them to contact mdt because the implant battery was not working. Agent sent an email to the field and redirected them back to their managing hcp. (B)(6) 2025: pt called back about this issue and said they are in a lot of pain and says the medtronic rep wants them to call to replace the controller to see if this fixes the issue, "otherwise if it doesn't, I might have to have another surgery I have already had 4 surgeries". Pt says they were told that "there is a possibility that the wires are fused into my spine". Pt repeated that they are in a lot of pain but when the therapy is charged and working it does help. Pt says when charging they will try prm but it goes from 100 down to 5 for the prm number very fast. Controller port looks blackened out even though they are shining a flashlight in it. A request was sent to repair to replace controller. (B)(6) 2025: patient called back and stated that they have received the replacement controller their hip battery is still dead and they are extremely in pain. Patient mentioned that they spoke with their medtronic rep and advised to contact us to get a replacement recharger and new battery pack. Patient tried using double a batteries and still won't work. Agent reviewed information to the patient regarding the use of double a batteries. Agent asked the patient to use the old battery into the replacement controller. Patient confirmed using the old battery into the replacement controller and getting a software problem message 1. Intellis 2. 3.6 3. 245 4. Interfacesm.c. Agent walked the patient through removing the battery pack and plugging the controller into ac power cord; patient confirmed controller powers on and seeing set up screen. Agent asked the patient to select implant and routed to connect recharger screen. Agent asked the patient to re-insert the battery into the controller. Patient confirmed seeing flashing green lights. Agent asked the patient to connect the recharger into the controller. Patient confirmed seeing checking recharger - looking for device - no device found and asked the patient to press recharge twice. Patient also stated that they had been doing this all morning. Patient confirmed seeing 93 93 94 / 0 0 0 / 22 23 23/ 24 24 26. Patient is already frustrated due to the extreme pain. Patient mentioned that they are in pain for 3 weeks now. The issue was not resolved. A request was sent to repair for recharger replacement. Patient confirmed no damages on the recharger. Patient mentioned that the medical chair they were on collapse and patient collapse on their tail bone and jarred their spine they were a freak accident that destroy them and the spinal cord stimulator helps them. Patient mentioned that they tried over the counter pain relief as an option but patient doesn't like taking narcotics when they go to bed at night. Call got disconnected earlier and agent called the patient back. (B)(6) 2025: pt called back in and reported the replacement recharger did not resolve the issue and they needed a replacement battery pack. After passive recharge mode pt was able to advance past and saw the main screen. However, they were getting a settings not available screen. Agent reviewed information and redirected them to their managing hcp. Agent sent an email to the field. Pt mentioned they were caught in a fire and burned. Pt stated they were in a hurricane and bit by a snake and spider in the past. 2025-may-12: additional information was received from that the old one [ins] was "dead", so the healthcare provider took it out and replaced it with a brand-new system.

Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6) product type recharger product ID 97745 serial# (B)(6) product type programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 97755, serial# (B)(6), product type: recharger. Product ID: 97745, serial# (B)(6), product type: programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.